Event description:
Implant date: 1993. Pt fell on 02/11/1994. X-rays taken 07/29/1994 shows a fracture of one of the screws. Revision surgery in 1994 to replace device at which time a pseudorathrosis was found.